Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: tech report 8120 unit fail binary switch doing pm test. Case resolution: tech called in with 8120 unit fails the binary switch open position fails when run the pm test, , but when he runs binary senor test it passes, try to run the pm test again it still fails. Tech will replace part once replace if test still fails will send unit in for repair. (B)(4).